Event description:
It was reported that the patient's device alarm sounded and the patient was hospitalized and told "the [lead needs] to be replaced." A new pace/sense lead was added. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.